Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed wbc on the alinity hq processing module for two patients. The following results were provided: (B)(6) 2025, sid (B)(6). Initial wbc result= 0.253l 10e3/ul; repeat wbc result= 4.16 10e3/ul. Additional results were provided: initial neutrophil result= 66.1x%, repeat neutrophil result= 59.9%; initial lymphocyte result= 20.8x%, repeat lymphocyte result= 27.5%; initial monocyte result= 11.5x%, repeat monocyte result= 9.92%; initial eosinophil result= 1.64x%, repeat eosinophil result= 1.95%; initial basophil result= 0%, repeat basophil result= 0.787% (B)(6) 2025, sid (B)(6). Initial wbc result= 0.235l 10e3/ul; repeat wbc result= 3.97 10e3/ul. Additional results were provided: initial neutrophil result= 52.3x%, repeat neutrophil result= 60.5%; initial lymphocyte result= 34.1x%, repeat lymphocyte result= 30.5%; initial monocyte result= 9.41x %, repeat monocyte result= 6.52%; initial eosinophil result= 4.12x%, repeat eosinophil result= 1.8%; initial basophil result= 0%, repeat basophil result= 0.635%. There was no impact to patient management reported.

Manufacturer narrative:
Update to section d10 - concomitant product the field service representative inspected the alinity hq processing module, serial # (B)(6) and discovered the assy,vlv,lvm09,2/2,nc,24vdc was clogged/obstructed. The fsr replaced the assy,vlv,lvm09,2/2,nc,24vdc, which resolving the issue. Return testing was not completed as returns were not available. The instrument service history for the alinity hq processing module verifies no subsequent issues have been reported related to low wbc results after the current issue was identified. A review of tracking and trending of the alinity hq processing module did not identify an increase in complaints associated with the complaint issue. Additionally, a review of tracking and trending for the assy,vlv,lvm09,2/2,nc,24vdc did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq processing module, serial # (B)(6) or the assy,vlv,lvm09,2/2,nc,24vdc was identified.

Event description:
The customer observed falsely depressed wbc on the alinity hq processing module for two patients. The following results were provided: on (B)(6) 2025, sid (B)(6). Initial wbc result= 0.253l 10e3/ul; repeat wbc result= 4.16 10e3/ul additional results were provided: initial neutrophil result= 66.1x%, repeat neutrophil result= 59.9%; initial lymphocyte result= 20.8x%, repeat lymphocyte result= 27.5%; initial monocyte result= 11.5x%, repeat monocyte result= 9.92%; initial eosinophil result= 1.64x%, repeat eosinophil result= 1.95%; initial basophil result= 0%, repeat basophil result= 0.787% on (B)(6) 2025, sid (B)(6). Initial wbc result= 0.235l 10e3/ul; repeat wbc result= 3.97 10e3/ul additional results were provided: initial neutrophil result= 52.3x%, repeat neutrophil result= 60.5%; initial lymphocyte result= 34.1x%, repeat lymphocyte result= 30.5%; initial monocyte result= 9.41x %, repeat monocyte result= 6.52%; initial eosinophil result= 4.12x%, repeat eosinophil result= 1.8%; initial basophil result= 0%, repeat basophil result= 0.635% there was no impact to patient management reported.